Event description:
The manufacturer received information alleging the trilogy evo device shuts down. There was no allegation of serious or permanent harm or injury. No medical intervention was specified for this issue. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed in the device's error log. The manufacturer's service technician further evaluated and determined that the system printed circuit assembly (pca) and blower assembly had caused the issue to occur on the device. In conclusion, the device's system pca and blower assembly were replaced to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, there were two additional error codes, motor controller force shutdown (e-0144) and drift bug (e-0330), error codes were observed on the device's error log. The manufacturer's service technician evaluated and determined the system pca, and blower assembly contributed to these two system non-reportable error codes, which were unrelated to the reportable issue. The device passed all final testing.